Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 7232cx, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was shocked 30 times inappropriately and was transported by emergency medical services (ems) to the emergency room (ER). It was also reported that there was rising high impedance, insulation breach within the pocket, and a lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.